Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified first diagonal left anterior descending (lad) artery. Following predilatation with a 2.0 balloon catheter, a 12 x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was checked outside the patient, a part of the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.